Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on that (B)(6) 2020 upon inspection of the assembling trays in the sterile processing department (spd), it was noticed that the threads of two (2) blade/screw guide sleeves were stripped making it hard to engage and disengage the helical blade insertion assembly into the proximal femoral nailing system (tfna) aiming arm. It was also noticed, that the threads of two (2) buttress/compression nuts were also stripped. There was no patient involvement. Concomitant devices: unknown helical blade insertion (part# unknown, lot# unknown, quantity# 1), unknown tfna aiming arm (part# unknown, lot# unknown, quantity# 1). This report is for one (1) blade/screw guide sleeve. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the blade/screw guide sleeve (p/n: 03.037.017, lot number: 9409791) was received at us cq. Upon visual inspection, some of the external threads are damaged, which prevents assembly with mating devices. The device was also missing the red line marking, the missing epoxy was investigated and does not require any additional investigation for this defect. This complaint was confirmed as the threads were damaged, preventing assemble with mating devices. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. The missing epoxy was investigated based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.037.017, lot: 9409791, manufacturing site: bettlach, release to warehouse date: 12. March 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.